Manufacturer narrative:
Appropriate conclusion code not available for software problem.

Event description:
It was reported to philips that the device has reboot issues. There was no patient involvement.